Manufacturer narrative:
The complaint is confirmed. Evaluation confirmed the reported problem and found the inner tube broken off at the tip. Broken blade was not returned for the evaluation and is approximately 0.112 inches. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; not to apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device in including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the c9950, 2.0mm sterling cuda shaver blade, broke during an arthroscopic hand procedure on (B)(6) 2018. The tip broke off during use and the bur tip was retrieved. There was no patient injury and no reported delay. The surgery was completed as planned. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.